Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button did not stop blinking blue with a message of insufflator disabled. System was not able to program. Patient side cart (psc) was connecting but never completed. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that bricked ccc is the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) during setup to report that they were getting a system restart message. Prior to calling in, customer had power cycled and got the same message on power up. The customer had already verified blue fiber connections. The customer added that the patient side cart had a "not connected to tower message". The tse had customer hard power cycle system, disconnect blue fiber cables and power up carts in stand-alone. Tower power button continuously blinked blue, but robot and console went solid blue. The tse stayed online for several minutes to see if tower would finish self-test, but it would not. Tse inquired if customer had encountered a power outage or surge and customer confirmed they encountered an outage recently. The customer opted to continue procedure laparoscopically. The procedure was converted to laproscopic surgery with no reports of patient involvement.